Manufacturer narrative:
The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). The serial number was not provided by the facility and therefore the manufacture date is unknown. This information will be provided in a follow-up report if made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was taken out of service because metal debris was found in the oxygenator. There was no report of patient injury.

Manufacturer narrative:
The device was cleaned, disinfected, functionally tested and returned to the customer. The DHR review of the device shows no deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
It was erroneously reported in the initial medwatch report that the serial number was unknown. The serial number of the involved unit is (B)(4). This information was received on 10/26/2015. Date received by MFR: 04/08/2014. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was taken out of service because metal debris was found in the oxygenator. The involved unit ((B)(4)) was sent to sorin group (B)(4) for evaluation, which was completed on january 20, 2016. During evaluation, a visual inspection of the cooling coils inside the cardioplegia and patient baths was performed. The cooling coils in the cardioplegia bath showed no signs of corrosion. The nickel coating that protects the copper coils from corrosion was found to be completely intact. No flaking of the coating could be confirmed. Additionally, no metal particles were found in the cardioplegia bath, however a very minor amount of green deposit was identified in one location on the cooling coils. The cooling coils in the patient bath showed small signs of corrosion in certain areas. The corrosion was found to be located in the lower areas of the coils, and sorin group (B)(4) has concluded that the protective nickel coating is no longer present. Metal particles inside the patient bath could not be confirmed, but a minor amount of green deposit was identified in several areas of the coils. (B)(4) has been initiated in response to this issue to perform a detailed and comprehensive investigation into the potential impact of chemicals (disinfectant solution, preservation of water with h2o2, decalcification agent) on the nickel coating and copper material in the heater-cooler system. An inorganic analysis is also planned as part of (B)(4) to identify the composition of the green deposit discovered on the cooling coils. The investigation is still on-going. A follow-up report will be submitted when the investigation is complete.